Manufacturer narrative:
(B)(4). The reported death, myocardial infarction, angina and re-stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2009, approximately 10 months post xience v stent implantation in the left anterior descending artery and the left main artery, the patient presented to the emergency department with increased shortness of breath which was diagnosed as heart failure. Medication was adjusted and on (B)(6) 2009, revascularization was performed in the left main coronary lesion. The event resolved and on (B)(6) 2009, the patient was discharged. On (B)(6) 2011, the patient was diagnosed with a urinary tract infection, hypotension and acute renal failure. On (B)(6) 2011, the patient experienced vague chest discomfort and was hospitalized. Troponin was found to be elevated and was diagnosed as a myocardial infarction. As the day progressed, the patient went into respiratory distress and was intubated. Advanced life support protocol was initiated to no avail and the patient was pronounced dead from cardiopulmonary arrest, possibly secondary to cardiogenic shock, acute myocardial infarction and septic shock. There was no additional information provided.